Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guide wire tip was detached. The remaining adhesive was applied to all around the distal end of the basket wire. The guide wire tip was returned. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result, omsc assumes that this event occurred due to the following mechanism. The distal tip was deformed for unspecified reason. An adhesive between the distal tip and the basket wire peeled. The distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. *when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. In the procedure, the guide wire tip was detached. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the detachment of the guide wire tip.